Event description:
The pt was reportedly experiencing performance issues and facial nerve stimulation followed by pain. External equipment was exchanged and programming changes were made, however, this did not resolve the issue. Revision surgery will be scheduled.